Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Literature source: ogita m, yamashita h, nozawa y, ozaki s, sawayangi s, ohta t, nakagawa k. Phase ii study of stereotactic body radiotherapy with hydrogel spacer for prostate cancer: acute toxicity and propensity score-matched comparison. Ogita et al. Radiat oncol (2021) 16:107. Https://doi.org/10.1186/s13014-021-01834-1. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Boston scientific corporation became aware of the following event from referenced literature article "phase ii study of stereotactic body radiotherapy with hydrogel spacer for prostate cancer: acute toxicity and propensity score matched comparison". It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a spaceoar implant procedure on an unknown date. The procedure was performed under local anesthesia. Eight days after the procedure, the patient developed prostatitis and seminal vesiculitis. The patient was treated in an outpatient setting with oral antibiotics. The patient received stereotactic body radiotherapy (sbrt) of 36.25 gy in 5 fractions. It was noted radiation treatment occurred sometime between (B)(6) 2016 and (B)(6) 2019.